Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/ replace belt messages) has been confirmed. Upon investigation an ECG cable had severed wires. The root cause for the damaged cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.